Manufacturer narrative:
The returned device was evaluated and had the cannula assembly partially deployed. The downloaded data returned an 0x18 alarm, indicating that the device ran to an empty reservoir. The reservoir was confirmed empty and the device functioned as intended, alerting the user of the empty reservoir. The formed needle was visible in the exposed portion of the soft cannula. Deep score marks were observed on the reservoir, indicating excessive interference with the linkage assembly. Excessive friction was observed when rotating the short link of the linkage assembly. The mechanism spring did not have its expected leftward bias and the mechanism spring crimp of the linkage assembly was also observed to be lower than expected. This resulted in the excessive friction that lead to a failure of the needle mechanism to retract the needle after needle fire. The middle and bottom battery voltages were measured lower than expected, although no abnormalities with the electrical components were observed. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Changing your pod: chapter 3 / pages 33; warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
The mother of a patient reports while her daughter was wearing a pod between 36 and 48 hours it was bothering her so she removed the pod and noticed the needle had not retracted back into the pod. The patient's blood glucose was a little high (exact bg levels was not provided).